Event description:
Per medwatch report#: 5099375, it was reported that during a surgical procedure, it was noted that the blade broke and a fragment was retrieved successfully during the procedure. It was further reported that no adverse consequences occurred as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
B1 & b5; corrected data; a review of the medwatch details reported; indicated this event to be a product problem only with no adverse consequences or medical intervention reported. H6: the quality investigation is complete. H3 other text: device not returned.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
Per medwatch report#5099375, it was reported that during a surgical procedure, it was noted that the blade broke. It was also reported that medical intervention was required to remove a piece of the blade. It was further reported that no adverse consequences occurred as a result of this event. It was also reported that the procedure was completed successfully.